Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician inserted the balloon catheter. The physician proceeded to inflate the balloon of the catheter and noticed that the occlusion balloon had deflated. The physician removed the occlusion balloon wire and replaced it with another to complete the case. The pt is reported to be fine.